Event description:
The analyzer produced a biased result for total beta-human chorionic gonadotropin on a pt sample. The initial result of 0 miu/ml was repeated and a result of 105 miu/l was obtained. There was no report of pt harm as a result of this occurrence.